Event description:
A patient reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would not power on. Patient reported symptoms of feeling shaky, weak and cold sweats. There was no result on their meter as the patient was unable to test. Treatment was not reported. No further information has been reported.